Event description:
A caller reported experiencing a cgm error and mentioned the use of a g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, and after the reset, the error did not reappear, allowing the caller to successfully start a new sensor session.